Event description:
A healthcare professional reported that nmaf5008 lot#9000452 implant lacked primary stability on tooth #26, due to bone too soft. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has hypetension, diabetes, steroid therapy. The device was forwarded to the manufacturer. No other medical issues were reported.